Event description:
I purchased and used a recalled flow flex (blue package) covid test before I learned that they were recalled. I purchased this product on (B)(6) 2022 at (B)(6). Covid test after exposure.